Manufacturer narrative:
On august 26, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the images provided in the complaint, a discrepancy was observed between the profile stamp in the anterior view and the one on the posterior view. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. In conclusion, per the evaluation performed and data records reviewed on the complaint device, the stamp/incorrect mark on the pad printing side on this product complaint is confirmed to be a manufacturing defect. In addition, corrective actions will be implemented as part of a CAPA and a product issue escalation (pie) process to ensure this issue does not reoccur. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 480cc mentor memorygel boost resterilizable gel sizer was observed to have a labeling discrepancy regarding the catalog number. One side of the device indicated the sizer was to be used to size for smpb catalogs while the other side indicated the sizer itself was a sizer for shpb catalogs.